Manufacturer narrative:
Additional information has been received indicating, the case was attempted again on (B)(6) 2025 using other devices, including a via 17 and headway 17 catheters. The physicians were again unable to gain access. The patient has been referred for neurosurgical review. Intra-op images were not available.

Manufacturer narrative:
The device associated with this event was used during the same procedure referenced in MFR. Report# 2032493-2025-00128. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported that the patient was being treated for an anterior communicating (acom) artery aneurysm. The planned technique was an h-stent construct with 2 flow diverting stents. 1 fred x going from right a2 ¿ a1 and 1 x silk vista baby on left a2- a1. The silk vista baby was able to be implanted successfully through a headway 17. Despite the patient anatomy being quite challenging around the arch, and even more challenging around the targeted site, the physician continually experienced excessive forces and complained of the concerned headway 21 microcatheter continually skipping. The fred x and headway 21 were retrieved into an intermediate catheter and removed from the patient. Access to the treatment site was quite tortuous and challenging and the physician was unable to re-access the location. The physician originally decided to stop the procedure on safety grounds after about 4 hours, with the intention of changing to surgical approach. Subsequently decided to try an endovascular approach again in approximately 6 weeks time. The patient is fine and there has been no clinical sequelae from this case.